Event description:
We have gotten a report of the otc driving down and coming in contact with a patient. The event occurred before the exam started. Patient was brought in to the room by two stretcher transporters "the collision happened before I got to the computer to pull up the patient. He was brought into the room by two transporters, and I followed behind them. The patient was laying supine on the stretcher when the event occurred. I moved the wall bucky up to make room for us and the tube went down instead of up."

Manufacturer narrative:
Conclusion: tube / otc is still in position pointing at the wall stand detector from the previous patient. Autotracking tube - wall stand detector is activated and this is indicated on the tube display. When the operator wanted to move the tube upwards to make more space, instead of moving the tube, the operator moved the wall stand detector upwards with the tube tracking activated. Since the tube was positioned above the centerline of the wall stand detector when the movement started, the tube moved down to align with the wall stand. Operators are instructed to supervise the patient when tracking is activated. The operator did not follow standard operating procedures.